Event description:
Same case as 2134265-2013-08792. Reportable based on device analysis completed on (B)(4) 2013. It was reported that crossing difficulties occurred. The 75% stenosed target lesion was located in the severely tortuous and severely calcified proximal right coronary artery. Initially, a non-bsc balloon was advanced but failed to cross the lesion. Hence, a 3.50x16mm promus element plus drug eluting stent was advanced but also failed to cross the lesion. Two non-bsc same size stents were advanced thereafter but still failed to cross the lesion. A 3.50x28mm promus element plus stent was attempted to be advanced but also failed to cross the lesion. Eventually, the procedure was completed with a 3.5x28mm promus element plus drug eluting stent. No patient complications were reported and the patient's status was normal. However, device analysis revealed stent damage.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR.: the device was returned for evaluation. A visual examination of the returned device found that the hypotube was severely kinked at various locations along its length. Two severe kinks were also present at the distal end of the midshaft extrusion at 9mm and 15mm proximal to the port. An examination of the crimped stent found that a single stent strut was raised on the 5th row from the distal end of the stent. No other issues were noted with the returned device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).